Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2017-10313 and 2134265-2017-10525. It was reported the automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and pullback sled to view the target lesion. During pullback, acquisition processor (acq pc) froze. Thus, automatic pullback failure occurred. After it freezes the mouse and clock doesn't work. The internal memory of the imaging processor (img pc) was removed and inserted, then it was restarted, left for 30 minutes but still it did not reproduce. No patient complications were reported.